Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found catheter body was torn or broken or melted at or after explant. It was noted it did not affect infusion. (B)(4)

Event description:
It was reported there was a volume discrepancy. The expected volume was 3ml but the actual volume was 30mls. The cause of the discrepancy was possible suture or scar adhesions blocked catheter; possible breakage upon explant. There was a dye study done. Symptoms associated with the event included less than 50% therapy relief. A surgical intervention was done, there was a partial removal of catheter on (B)(6) 2014. It was replaced with catheter revision kit cut to the same size as removed catheter. Explanted catheter piece was cut on suture or scar adhesion. The pump system was delivering hydromorphone, bupivacaine and clonidine. The patient¿s status at the time of the report was ¿alive-no injury.¿ (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.